Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion occurred during the use of novum iq large volume pump (lvp). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, e4, g2 (add source), h6(update codes), h10, h11. B5: upon additional information, "the event occurred in the cardiovascular intensive care unit (cvicu). The patient was supposed to be receiving a bolus of lactated ringers running at a rate of 999 ml/hr. When the drip was calculated it was found to be 660 ml/hr." H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.